Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the dialyzer clotted during the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The fresenius technical support representative advised the biomed to check the blood pump pressure as outlined in the preventative maintenance (pm) manual and calibrate the arterial and venous pressures. Additional information was requested, however a response was not received. It was initially reported that the patient did not experience an adverse event or serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts nor samples were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Nine lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one rework done on one of the lots and one approved temporary deviation notice (dn) done on one of the lots which were both unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the dialyzer clotted during the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The fresenius technical support representative advised the biomed to check the blood pump pressure as outlined in the preventative maintenance (pm) manual and calibrate the arterial and venous pressures. Additional information was requested, however a response was not received. It was initially reported that the patient did not experience an adverse event or serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts nor samples were returned to the manufacturer for a physical evaluation.